Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that one side of the er320 instrument jaw broke (did not fall into the pt). Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.